Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 3 / page 28: listen for two beeps from the pod during the filling process. Be sure to completely empty the fill syringe, even after hearing the two beeps. Note: the pod must contain a minimum of 85 units of insulin in order to function. The pod beeps twice after it has been filled with 85 units of insulin. If you have filled the pod with more than 85 units and still do not hear the two beeps, please call customer care. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and adhesive was "did not seem to be tight." As treatment, a manual injection of insulin was delivered and a new pod was applied. It should be noted that patient reported pod failing to double beep after filling the device, however, decided to use pod. Note: upon filling device, double beep ensures pod has "woken up" and is ready for activation.

Manufacturer narrative:
The returned product was evaluated and performed as designed. A hole was found on the unexposed portion of the soft cannula. Adhesive properties prior to use could not be determined. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction.